Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken on plug strap, an opening on anterior, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: two striated openings on posterior and anterior, and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on posterior and anterior assessed as surgical damage. Sharp broken on plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade IV" and "bilateral exchange from textured to smooth breast." Device remains implanted.